Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended to continue monitoring this system. No further action is required unless the alert is generated again. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a shock impedance measurement of zero ohms. The patient was brought into the clinic and a review of the measurements were normal. No adverse patient effects were reported.